Event description:
The customer reported that the unit was locking up during opcheck. The unit would remain locked up and nonfunctional until the power source was removed and reapplied.

Manufacturer narrative:
The customer reported that the unit was locking up during opcheck. The unit would remain locked up and nonfunctional until the power source was removed and reapplied. The unit was evaluated at philips, and the failure was confirmed. Reloading the software resolved the issue.